Event description:
It was reported that during an open urethral implantation, the surgeon placed the jaws across the tissue for cutting and when he was trying to remove the device, it grabbed the tissue and the jaws would not disengage. They pulled the device to remove it from the tissue and continued the case. It is not known if they used a second device in the procedure. Additional information has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.